Event description:
Patient was treated at the hosptial emergency room. Given a shoot of benadryl and steriod. Prescribed oral tagamet and benadryl. The patient was sent home from the emergency room, has recovered, and is doing fine.

Event description:
It was reported that the pt was treated at the emergency room for a rash over their entire body.